Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had toned a lead integrity alert (lia) due to noise oversensing. The lead was found to have non-physiologic r-r intervals. The lead had a confirmed fracture. The pace/sense portion of the lead was capped leaving the shock coils in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.